Manufacturer narrative:
Continued: (B)(4). Pentax video colonoscope model ec38-i10f2 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. (Exemption number e2015036).

Event description:
Pentax medical became aware of a report on (B)(6) 2017 for an event which occurred in (B)(6) stating a routine sampling performed on (B)(6) 2017 of pentax model (B)(4) detected 1,1 total viable count/ml of viridans streptococci in the air-water channel of the endoscope. Pentax medical received additional information stating a second sampling was performed on (B)(6) 2017 indicating no growth.